Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated peritoneal dialysis patient experienced a leak involving a homechoice cassette. The cause of the leak was not reported. Two days after the leak occurred, the patient was diagnosed with bacterial peritonitis. The same day the patient was hospitalized and began treatment with vancomycin (2g) cefepime (1.5g) for the peritonitis. Two days later the patient was treated with cefepime (1.5). At the time of this report, the patient remained hospitalized, and the patient outcome was unknown. Action with pd therapy was not reported. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection with the naked eye noted the sample was returned wet with puncture holes in the patient line, drain line and the white clamp supply line tubing. Leak testing identified a leak from the puncture holes in the patient line, drain line and the white clamp supply line tubing. Clear passage and clamp function testing was performed with no issues noted. The reported condition was verified. The cause of the leak was due to punctured tubing. The cause of the punctured tubing could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.